Event description:
The pump is alarming occluded, however it is a new site and there were no line problems seen. Serial number not provided as pt is in the hospital and (B)(6)., is not currently with the pt. Reported by cnss (B)(6): device malfunction. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 10-24.5 ng/kg/min, frequency: continuous, route: sub q.. Dates of use: from (B)(6) 2018 to ongoing.